Event description:
It was reported that in-stent restenosis of a previously deployed non-abbott stent was being treated in a moderately tortuous, mildly calcified, eccentric, 75% stenosis in the proximal circumflex. The 2.75 x 15mm nc trek balloon catheter was inflated in the lesion, but the balloon ruptured when inflated for the second time at 12 atmospheres. There was no resistance during advancement or removal of the device. No further attempts to dilate the lesion were made. On angiography, leakage was observed from the distal part of the balloon. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported balloon rupture was confirmed via returned device analysis. The reported balloon rupture was likely due to an interaction with the calcified lesion. Based on the visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar balloon rupture incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant products guide wire: sion blue; guide cath: mach1 7fr jl1.0. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.